Manufacturer narrative:
Results and conclusion: (lesion severely calcified, 90% stenosis and vessel moderately tortuous). (Device embolism). (B)(4).

Event description:
Physician was attempting to treat a lesion in the proximal rca using endeavor resolute drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. The lesion was severely calcified with 90% stenosis and vessel is moderately tortuous. It was reported that during withdrawal of device following failed delivery, the stent dislodged and remained in the femoral artery. It was reported that the patient is well and without any risk according to medical opinion. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.